Event description:
It has been reported to co that during the procedure the manometer of this device was defective. Reportedly, following the first inflation to 12atm's, the needle on the gauge failed to return to zero. The device was removed and replaced. There is no report of patient injury. The device is being returned for co's analysis.